Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced stress ("stress"), adverse event ("ehell symptoms"), vitamin d deficiency ("extremely low vitamin d"), dysuria ("aches comin out") and vitamin b12 deficiency ("b12 low") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (essure device removal). Essure was removed in 2015. At the time of the report, the medical device removal, stress and adverse event was resolving and the vitamin d deficiency, blood iron decreased, dysuria and vitamin b12 deficiency outcome was unknown. The reporter considered adverse event, blood iron decreased, dysuria, medical device removal, stress, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: extremely low vitamin d and low iron ,aches coming out. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter was added. Event: extremely low vitamin d and low iron and low b12 were added. Fu 3 and fu 2 processed together. Previously reported hysterectomy pt updated to medical device removal. On 20-mar-2020: social media received. Reporter was added. Event: aches coming out were added. Fu 3 and fu 2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('hysterectomy'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced stress ("stress"), adverse event ("ehell symptoms"), vitamin d deficiency ("extremely low vitamin d"), dysuria ("aches coming out") and vitamin b12 deficiency ("b12 low"). And was found to have blood iron decreased ("low iron"). The patient was treated with surgery (essure device removal). Essure was removed in 2015. At the time of the report, the medical device removal, stress and adverse event was resolving. And the vitamin d deficiency, blood iron decreased, dysuria and vitamin b12 deficiency outcome was unknown. The reporter considered adverse event, blood iron decreased, dysuria, medical device removal, stress, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: extremely low vitamin d and low iron, aches coming out. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced stress ("stress"), adverse event ("ehell symptoms"), vitamin d deficiency ("extremely low vitamin d"), dysuria ("aches comin out") and vitamin b12 deficiency ("b12 low") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (essure device removal). Essure was removed in 2015. At the time of the report, the medical device removal, stress and adverse event was resolving and the vitamin d deficiency, blood iron decreased, dysuria and vitamin b12 deficiency outcome was unknown. The reporter considered adverse event, blood iron decreased, dysuria, medical device removal, stress, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: extremely low vitamin d and low iron ,aches coming out. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter was added.event: extremely low vitamin d and low iron and low b12 were added. Fu 3 and fu 2 processed together. Previously reported hysterectomy pt updated to medical device removal. On 20-mar-2020: social media received. Reporter was added.event: aches coming out were added.fu 3 and fu 2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced stress ("stress") and adverse event ("ehell symptoms"). Essure was removed in 2015. At the time of the report, the hysterectomy, stress and adverse event was resolving. The reporter considered adverse event, hysterectomy and stress to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report